Event description:
It was reported that a device was used during a reversal of a hartman's procedure. After firing the device, the surgeon could not remove the device from the bowel. The bowel was excised to remove the device. Hand suture was used to complete the case. The anastomosis was tested and it was fine. There was no further pt consequences.